Manufacturer narrative:
Date of event is estimated. A patient experienced lead migration was reported to abbott. X-rays confirmed migration. As a result, both leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was confirmed via x-rays that both patient¿s leads had migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.